Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient had been experiencing recurring incontinence with an artificial urinary sphincter (aus) for at least six months due to device mechanical issues. A revision surgery was scheduled for (B)(6) 2021. No additional information was reported.